Event description:
Boston scientific received information that this right ventricular (rv) lead had noise detected on egm on rv lead by pressing hands together and coughing. Other lead measurements were of normal range. X-ray was performed due to suspected insulation defect and yet no sign of discontinuity and no indication of defective insulation. Shock impedance measurements were normal and good. No adverse patient effects were reported. Additional information received indicated that a surgical intervention was done. A non-invasive programmed stimulation (nips) procedure was performed to test the lead integrity in which all shock impedances were in range and all other lead measurements were good. No additional adverse patient effects were reported. The lead remains in service.

Event description:
Additional information was received that non-invasive programmed stimulation (nips) was performed to test the lead integrity. All shock impedances and other measurements were within normal range. No additional adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.